Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was being worn on the customer's left abdomen and was not within line of sight of the pump as the pump was worn on the right hip. Customer moved the transmitter within line of sight of the pump, however, the reported issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.